Manufacturer narrative:
) Device manufacturing date is dependent on lot number, therefore, unavailable. On (B)(6) 2017 a medtronic representative, following-up at the site, was told that the locking mechanism on the clamp was no longer working. On (B)(6) 2017 a medtronic representative, returned to the site and found the damaged spine clamp. The screw that opens and closes the clamp does not seem to work correctly. It only intermittently opens and closes the clamp as it should. Return requested for suspect spinous process short clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their spinous process short clamp was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned spine clamp found that the reported event was related to a physical damage issue. The retainer ring has been pulled from the tip of the adjustment screw and was missing. In this state the screw would be able to set the clamp but would not be able to release the clamp. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.